Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was no longer able to pump his inflatable penile prosthesis device. During revision surgery, the physician observed no tears, perforations, or noticeable defects. The physician mentioned that the device might have reached the end of its life due to normal wear and tear. The device was explanted and replaced. There were no patient complications.